Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no failure related to the instrument's ability to move. No shakiness was observed. No instrument-to-instrument interference was observed. No external collisions were observed. The site changed instrument to other drives and tested the movement, but it did not work. The customer restarted the system and the issue was solved. No patterns were noticed. There was no patient injury the instrument was unavailable for returning.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign tongue base resection surgical procedure, the movement of two instruments was opposite, with only one instrument moving normally. The customer attempted to resolve the issue by power cycling the system and contacted the technical service engineer for phone assistance. The tse inquired about the endoscope settings, which were confirmed to be correct. The issue was resolved after the system was powered down and restarted, allowing the procedure to continue using the same da vinci system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved by power cycling the system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.